Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated during a start up test. The investigation determined that the error was caused by a battery-related alarm activating, followed by a shutdown of the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device software was reinstalled and the device passed all testing.

Event description:
It was reported that the device displayed error code 1270. The event occurred while patient use at patient¿s home. There was no patient harm or adverse event reported.